Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the ipgs and the cervical lead were explanted and replaced, thereby restoring effective therapy.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain at both the cervical and lumbar site due to the issue. The cervical lead exhibited high impedances on 10 contacts and as such surgical intervention is awaiting to address the issue.

Manufacturer narrative:
Section b3-date of event is estimated.